Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a partial lead was returned. Visual examination found an internal insulation abrasion at 8.0-10.5 cm, 9.3 ¿ 13.0 cm, 33.7 ¿ 34.0 cm, and 37.7 ¿ 39.1 cm from distal tip, breaching the outer insulation and exposing the outer coil. The cause of insulation abrasion was due to internal insulation abrasion. All other damages were sustained during the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise due to externalized conductors on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.